Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) cable had a burning smell and a melting smell. It was also stated that the cable is completely melted and looks a little disfigured.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.